Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to technician statement, the turbine module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. Our conclusion is that the replaced part was the cause of the failure. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. The root cause to the reported issue has been determined as manufacturing - supplier - assembly.